Event description:
Following a ptca stent placement, during which integralin had been administered, an angio-seal device was successfully deployed. Subsequently, the patient developed a hematoma and experienced pain at the groin site and decreased blood pressure. Following evaluation by surgeon, the patient was transferred to surgery for evacuation of the hematoma. During the evacuation, the surgeon reported that the angio-seal device was intact and that a small vessel above the artery may have been the issue. The patient is reportedly doing well.